Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0987 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient developed purple lips, cold sweat, tachycardia when around 10 cm of an mst guide wire was entered in the blood vessel. Removed the guide wire and gave oxygen, these symptoms were alleviated. One more attempt resulted in the same symptoms, which were alleviated after same handling measures were taken.